Event description:
The customer contacted physio-control to report that their device the device restarted unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated and reported issue of a reset was not duplicated. Other unrelated repairs were also completed. The cause of the reset could not be determined. The device passed functional and performance inspection and was returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device the device restarted unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.